Event description:
Ventana medical systems, inc. Received a customer complaint regarding fluid from a source internal to a benchmark ultra automated slide stainer contacting the electrical circuitry of the stainer resulting in a short circuit and enough heat to cause some melting of wiring insulation resulting in some smoke being emitted. There were no serious injuries or death associated with the incident reported.

Manufacturer narrative:
The instrument has been returned from the customer site is being examined in detail. As of the date of this report a definitive cause of the fluid contact with the circuit board that is visibly damaged has not been established. A follow-up report will be issued pending the outcome of the investigation into root cause of the leak.

Manufacturer narrative:
The root cause of the incident originally reported under 2028492-2012-0001 was determined to be a build-up of debris in the waste fluid discharge system. A notification has been sent to customers to inform them of the potential for this type of event to occur, how to recognize if the waste discharge system is becoming restricted and to remind them to perform periodic cleaning of the system. A CAPA has been opened to pursue additional corrective action(s).